Manufacturer narrative:
The customer¿s complaint of cracked and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed a crack and leak in the tubing where it attached to the filter. The set was infusing chemotherapy to a patient. There was no report of patient harm.